Event description:
It was reported that the helix of the right ventricular (rv) leadless pacemaker (lp) became stretched during the implant procedure. The lp was removed and a new lp was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of stretched helix was confirmed. A visual analysis noted that the helix was stretched out of specification; the elongated helix is consistent with having occurred during procedure. Further analysis revealed no anomalies. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. A longevity assessment revealed battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.